Event description:
It was reported that an asymptomatic patient presented in the emergency room due to post-sensed t-wave oversensing. The patient received inappropriate atp and hv therapy. Device reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.